Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis revealed that no anomalies were found. The analyst commented that there was blood noted on the proximal and distal conductors of the lead and it was not obstructed. Concomitant products: 5076 implantable pacing lead (B)(6) 2012; 6947 implantable tachy lead (B)(6) 2012. (B)(4).

Event description:
It was reported that approximately four to six weeks after the implant of the left ventricular lead it was found to be dislodged. Increased thresholds, loss of capture and intermittent diaphragmatic stimulation were also reported. The lead was removed and replaced with a new lead. No further patient complications have been reported as a result of this event.